Manufacturer narrative:
The insulin pump buttons functioned properly during testing; however, there was moisture damage to the keypad traces during visual inspection. The following cosmetic damage was also noted on the device: cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, and a missing end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack in the customer's insulin pump by the battery compartment. The patient's blood glucose value at the time of incident is unknown. There is no information on how the crack occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.